Event description:
Customer reported that he was having issues with his insulin pump and was not feeling well. He went to the hospital on (B)(6) 2014, but the insulin pump was lost in the process. He has not been able to retrieve the device and was told it had been discarded. Customer has already received a new insulin pump through an upgrade. No other details about the hospitalization were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).